Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported allegation was confirmed as analysis identified a break in the fiber body 1 cm from the control knob. It is likely that the break in the fiber body inadvertently occurred when the fiber was being removed from the packaging, when the fiber was being attached to the console, or when the fiber was being inserted into the scope. The instructions for use (IFU) states: do not bend the fiber at sharp angles; damage may occur to the fiber. A DHR review was conducted, which indicated that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to any event. Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber did not identify any defects. Microscopic inspection did not find any defects with the fiber tip. Functional testing using the hene (helium-neon) laser fixture found there was a break in the fiber body 1 cm from the connector. The connector segment verification and saline flow tests passed. A labeling review was conducted and there was no evidence that the device was not used in accordance with the instructions for use, it states cautions that excessive manipulation may cause damage to the fiber. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during vaporization there was an issue with the laser fiber after about 37,000 units of energy usage, the fiber went into standby mode, the beam intensity diminished, and it displayed a blinking courtesy messaged indicating "fiber life activated." The fiber tip was cleaned, but the fiber continued malfunctioning. The fiber was replaced with another of the same device to complete the procedure. There was no patient complication. The fiber was later returned and analysis found there was a break in the fiber body approximately 1 cm proximal from the control knob.